Event description:
According to the literature, a retrospective study compared the outcomes of high and low complexity liver resection cases in patients who underwent robotic-assisted hepatectomy between 2020 and 2024. It was noted that major vascular pedicles and hepatic veins were divided using an endoscopic stapler or a competitor product. There were 237 patients included. Post-hepatectomy hemorrhage occurred in three patients, each treated with blood transfusion and two requiring surgical revision for drainage of abdominal hematoma at the resection site. Other complications not related to the device included: bile leak and postoperative liver failure. Patient mortality was due to cardiac decompensation, postoperative liver failure and progressive cholangiocarcinoma and was not related to the device.

Manufacturer narrative:
Birgin e, miller e, nasir n, bopp l, kassem a, rasbach e, schwab m, heil j, sturm d, kornmann m, rahbari nn. Does complexity compromise outcomes in robotic hepatectomy? Surg endosc. 2026 mar;40(3):2142-2152. Doi: 10.1007/s00464-025-12478-7. Epub 2025 dec 17. Pmid: 41408437; pmcid: pmc12971833. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.